Event description:
It was reported that the infusion tubing had detached from the connector of multiple infusion sets. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.